Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the reported information, it appears the suture may have separated due to the forceps. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, two devices were deployed at the 10 o¿clock and 2 o¿clock positions. When removing the slack from the sutures using forceps, the suture positioned at 10 o¿clock separated. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 14f, and the tavi procedure was completed. Hemostasis was achieved with both pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.